Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The tech alleged damage to the coiled cable near the head caster, resulting in exposed wires. No pt impact.